Manufacturer narrative:
This complaint is confirmed. Upon receipt the guidewire shows the distal tip to be tied in a knot. Residual material is seen in the coils of the wire. The residual material is concentrated at the knot site. At this time, the mechanism of damage is undetermined. A chr of lot# reti0011 showed one other similar product complaint from this lot number. ((B) (6))

Event description:
Wire knotted while in pt. No other info provided.